Event description:
It was reported that before implantation, the health care professional detected a ¿bent tip¿ at the distal end of the lead and did not implant the device. It was noted the issue resolved. It was noted that there were no patient symptoms associated with the event.

Manufacturer narrative:
(B)(4).